Manufacturer narrative:
The device history record (DHR) for th iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. We are following up with the customer for patient information and the status of the iabp. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp failed to power up via battery or main power connections. The iabp was replaced and therapy was initiated. No patient injury was reported.